Event description:
It is reported that when the circulating nurse removed the implant from the box, it was noted that the plastic package that contained the implant was cracked.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the set-up box exhibits impact damage on one corner. Both cavities are severely fractured, rendering the device nonsterile. Excessive shock received to packaging in distribution environment or rough handling is the probable cause of this incident. Evaluation: review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.